Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left subclavian artery with mild tortuosity and heavy calcification. The 8.0x59mm otw omni elite balloon expandable stent system (bess) was advanced to the lesion; however, it was noted that the stent was not on the delivery system. The bess was removed from the patient anatomy. The target lesion was imaged, and it was noted that the stent had dislodged and was at the tip of the introducer sheath. The introducer sheath was removed with the dislodged stent. There was not resistance met during advancement. Another 8x29mm otw omni elite stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.